Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one arterial catheterization device for evaluation. Signs of use in the form of dried biological material were observed on the device. Visual inspection revealed the guide wire was unraveled from the distal end. The guide wire core wire also contained one kin near the distal end. Microscopic examination confirmed the core wire separated adjacent to the distal weld. The distal weld was observed to still present on the coil wire and appeared full and spherical. The kink in the guide wire was located 18 mm from the distal tip. The core wire length from the handle to the distal tip measured 4 1/4", which is within the specifications of 4 6/32"-4 12/32" per product drawing. The guide wire outer diameter measured 0.445mm, which is within the specifications of 0.432-0.457mm per product drawing. The returned guide wire could not be functionally tested due to the damage. A lab inventory guide wire was used to functionally test the needle cannula per the product IFU, which states "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever (refer to fig. 2)." The guide wire was able to be fully threaded through the needle with minimal resistance. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The customer report of an unraveled/kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire was kinked towards the distal end of the core wire, and was unraveled from the distal end. The guide wire met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.